Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached the end of life due to the charge time measurements exceeding the extended charge time limit. The monitoring voltage was above the elective replacement indicator voltage and the charge time was greater than 30 seconds. The device is included in the mid-life display of replacement indicator advisory population. No adverse patient effects were reported.